Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 (pc400) coils and a px slim delivery microcatheter. During the procedure the physician was unable to advance a pc400 coil through the slim microcatheter and it was removed. While attempting to advance the ruby coil back into the slim microcatheter, it unintentionally detached and was not used. The procedure successfully continued using the same slim microcatheter. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the pet lock was broken, and the pull wire was pulled completely out of the pc400 pusher assembly hypotube. The pusher assembly was kinked approximately 14.0 cm, 20.5 cm, 112.0 cm, and 128.0 cm from the proximal end of the hypotube. The coil and the introducer sheath were not returned for evaluation. Conclusion: the complaint has been evaluated. The initial complaint indicated that the physician had difficulty loading the pc400 coil into a px slim, and then the coil unintentionally detached. Evaluation of the returned devices revealed that the pusher assembly was kinked in multiple locations. This type of damage typically occurs due to improper handling during removal from packaging or use. If the device is removed from packaging or manipulated into a microcatheter with force at an angle, it is likely that this type of damage would occur. Further evaluation revealed that the pet lock was broken, and the pull wire was pulled completely out of the hypotube. This damage likely occurred due to attempting to withdraw the coil against resistance. Resistance was likely due to an over-tightened rotating hemostasis valve (rhv). If a pc400 coil is manipulated against the resistance provided by an over-tightened rhv, it is likely that this type of damage would occur. These devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.